Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 58/52 code r on an unknown side on (B)(6) 2005. The patient was revised on unknown date due to elevated cobalt levels and allergic reaction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. D10. Metasulâ® ldhâ®, head, 52, code r, taper 18/20 item# 0100181520 lot# 2257464. Metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 item# 0100185146 lot# 2282619. Clsâ® spotornoâ®, stem, 135â°, uncemented, 13.75, taper 12/14 item# 290039137 lot# 2275624. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery with durom implants, subsequently, approximately 11 years post implantation underwent a revision surgery due to elevated cobalt levels and allergic reaction. Attempts have been made it and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: b1. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. The most likely root cause is that the surgical technique was not followed; however, with the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.